Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal methadone (20 mg/ml, 26 mg/day) via an implantable infusion pump. The indication for use was not noted. The drug lot number, concomitant medication list, and patient age/weight/medical history were noted as unable to obtain. It was reported that the patient had more pain. At a refill procedure on (B)(6) 2016, there was a variance of more than 3 ml after 10 days, versus the n'vision volume. It was also reported that 3 mls more were in the pump, after 10 days. This was reportedly not the first volume discrepancy noted. A revision/surgical intervention was planned. The issue was not resolved. The hcp had no further information. The patient status at the time of the report was "alive -no injury". The company representative had no information regarding the catheter implant date, the patient outcome, and whether the device would be returned. Additional information was requested regarding troubleshooting/diagnostics performed, potential causes, and the volumes of other volume discrepancies. Should additional information be received, a follow-up will be submitted.

Event description:
Additional information was received from the company representative indicating that no decision had been made thus far, for a revision. To the company representatives knowledge, no date nor necessity for revision was decided by the implanter (and since (B)(6)). The pump had not been interrogated, since (B)(6), and this is the only troubleshooting performed, thus far. The cause of the volume discrepancies was unknown; however, a revision with catheter replacement was suggested by the company representative. The dates of the other volume discrepancies were unknown. No further information was reported.

Event description:
When asked whether the catheter was explanted, it was noted that no explant was performed and no further action was taken with this patient